Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken and it was therefore replaced. Analysis also found that the upper case was broken and contaminated, that the lower case was broken, corroded and contaminated, that the battery release and knobs were contaminated, that both bail covers and the ring cover were broken, that the lead flex cover was corroded, that one printed circuit board flex was creased, that the battery contacts were compressed, that both bails and the ring were missing, that the battery drawer was contaminated, that the keyboard window was scratched and the battery flex was corroded. (B)(4).

Event description:
It was reported that the connectors for the cables at the top of the external pulse generator were broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the connectors for the cables at the top of the external pulse generator were broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.